Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huap1493 showed one other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported that they went to draw blood for morning labs on a patient from a (B)(6). They were able to flush the first port without difficulty and drew specimens. They prepared the second port to flush and felt no resistance with the initial push and continued. Saline then sprayed out onto the patient¿s face. Facility noted a rupture in the catheter proximal to phalange prior to where the ports bifurcate. The line was clamped with hemostats, taped to the chest securely and the doctor notified. The catheter was replaced. Facility reported that it¿s possible that the clamp was positioned too low by the nurse on this patient¿s line. No patient injury reported.